Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient stated the supply bag fell and disconnected. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 3. The hp stated the supply bag fell and disconnected. The technical service representative (tsr) explained to the hp that se 2240 indicates a large amount of air had entered the cassette. The tsr then instructed the hp to cycle power to clear the alarm. The tsr advised the hp that therapy had ended and to start over with new supplies or do manual exchanges. The tsr also instructed the hp to inform the peritoneal dialysis nurse of the alarm. The hp stated she would do a manual drain and end therapy. The tsr advised the hp when connecting bags to make sure connections were secure and bags were placed where unable to fall. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.